Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made and device remains implanted. Patient was fine.

Event description:
New information received indicated that post-paced t-wave oversensing was observed after programming changes. No new programming changes were made. Physician elected to monitor the patient until further episodes are detected.